Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine had a deformed sleeve. The biomed said it cut the blood pump tubing segment during a patient¿s hd treatment. It was reported that a nipro bloodline was being used. The biomed was requesting a replacement blood pump rotor to repair the machine. Additional information was provided upon follow-up with the biomed as well as a registered nurse (rn) familiar with the event. Approximately thirty minutes into the patient¿s treatment, the machine started making an abnormal noise. The rn said it almost sounded like the blood pump was struggling in terms of how it was rotating. There were no machine alarms, and no visible air bubbles in the lines. When the rn noticed the noise, they reduced the pump speed until the noise stopped, and then slowly brought the pump speed back up. It was confirmed the patient was able to continue and complete therapy at the prescribed pump speed without the problem reoccurring. Although there was no visible blood leaking during the treatment, the rn would not rule out blood loss. Following the event, the machine was removed from service for evaluation. The biomed inspected the machine and found that the blood pump rotor had a deformed/damaged sleeve. During the machine inspection, the biomed reported finding blood residue on the machine. An estimated amount of blood loss was not provided, but it was said to be minimal. It was confirmed the patient did not experience any adverse effects or require medical intervention. The biomed stated the blood pump rotor would be sent back for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: the blood pump rotor was returned to the manufacturer for evaluation. The rotor was returned with one of the rear sleeves (or guide sheaves) loose and deformed. The plastic coating was peeling off from the sleeve. The rotor was installed onto the blood pump module of a test machine for testing. A two-hour patient test was performed with water using a fresenius combi set bloodline. The blood pump rate was set to 450 ml/min. The rotor did not damage the bloodline and there were no fluid leaks, unusual noises, or alarms during testing. The defective sleeve stayed intact on the guide pin during the test. Despite this, the reported event was able to be confirmed due to a mechanical failure causing a deformed and damaged sleeve.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine had a deformed sleeve. The biomed said it cut the blood pump tubing segment during a patient¿s hd treatment. It was reported that a nipro bloodline was being used. The biomed was requesting a replacement blood pump rotor to repair the machine. Additional information was provided upon follow-up with the biomed as well as a registered nurse (rn) familiar with the event. Approximately thirty minutes into the patient¿s treatment, the machine started making an abnormal noise. The rn said it almost sounded like the blood pump was struggling in terms of how it was rotating. There were no machine alarms, and no visible air bubbles in the lines. When the rn noticed the noise, they reduced the pump speed until the noise stopped, and then slowly brought the pump speed back up. It was confirmed the patient was able to continue and complete therapy at the prescribed pump speed without the problem reoccurring. Although there was no visible blood leaking during the treatment, the rn would not rule out blood loss. Following the event, the machine was removed from service for evaluation. The biomed inspected the machine and found that the blood pump rotor had a deformed/damaged sleeve. During the machine inspection, the biomed reported finding blood residue on the machine. An estimated amount of blood loss was not provided, but it was said to be minimal. It was confirmed the patient did not experience any adverse effects or require medical intervention. The biomed stated the blood pump rotor would be sent back for evaluation.